Event description:
The incision opened slightly at one end, not completely. In 2007, patient had breast surgery. Doctor saw pt 3 days post-op (breast was bleeding at this time) and doctor felt this was normal. At 2 weeks post-op patient was not healing. Eight days later, patient had top sutures removed. Five days later, patient was having issues. One (1) month post op patient having pain, area was draining during this time. Doctor did not feel that it was an infection at this time. Patient put on medication. Fifteen days later, the quill sutures were removed and incision site was re-sutured. Patient put on medication. Used cypro and cephalexin. As of eighteen days later, patient is doing better and is healing.

Manufacturer narrative:
The lot number has not been supplied to date. A review of the device history records of three (3) possible finished goods lots supplied by angiotech sales representatives were reviewed. All performance testing criteria was acceptable. Sterilization records were reviewed with sterility parameters being acceptable. The following is within the precaution section of the IFU "infections erythemia, foreign body reactions, dehiscence are typical or foreseeable risks associated with any suture clinically used."